Event description:
As reported to coloplast, though not verified: the patient had restrolle mesh implanted in (B)(6) 2017. From (B)(6) 2017, the patient experienced palpable gore-tex sutures holding the mesh in place, pressure and cramping, vaginal discharge, stage 2 cervical prolapse, vaginal bleeding, superficial abrasions on inferior mucosal surface, erosion of the posterior wall of the vagina secondary to suture to affix mesh, clipping and removal of exposed sutures, vaginal mesh exposure, pelvic pain, vaginal dryness and itching, urinary urgency and difficulty starting urinary stream. Patient attended emergency department in (B)(6) 2023 with grade 3 cervical prolapse with significant pain. The patient reportedly also experienced episodes of acute retention, stress urinary incontinence, dyspareunia and partner complaining of feeling something sharp during intercourse. The mesh was excised in (B)(6) 2023. Lysis of adhesions, posterior repair, vaginal mucosa trimming, rectal examination and cystoscopy were performed. A new restorelle was implanted with gore-tex sutures to attach it to the existing/ previously implanted restorelle. From (B)(6) 2023, there is some ongoing tenderness with palpation of the levator, symptoms of occult stress urinary incontinence as well as some voiding dysfunction. This report captures the first restorelle implanted.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. B3: estimated date.

Event description:
As additionally reported, though not verified: the patient also experienced extrusion, neuromuscular problems, pelvic floor dysfunction, vaginal scarring, disfigurement and difficulty with daily activities.

Manufacturer narrative:
Correction: g2 report source updated to consumer. H6 clinical code e1419 removed. This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Based on the available information, the reported complaint is identified in the risk management documentation excluding vaginal dryness. There are no clinical studies or literature to support a specific causal relationship between vaginal dryness and pelvic mesh. Vaginal dryness is a common condition that can occur at any age, but it's particularly prevalent during and after menopause. Defining a confounding factor, women who undergo pelvic mesh surgery may be in the same age group that experiences menopausal symptoms, including vaginal dryness. Hormonal changes (especially decreased estrogen levels), certain medications, cancer treatments, autoimmune disorders, stress and anxiety are more well-known risk factors or causes of vaginal dryness and vaginal mucosa atrophy. Complaints are routinely monitored for complaint trends as part of post market surveillance. No corrective action is required at this time.